Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analysis of the instrument and instrument data, it was determined that the cause of the discordant e2 results was unknown. No further evaluation of the device is required.

Event description:
Discordant estradiol (e2) results on multiple patient samples were generated on the immulite 2000. These results were reported to the physician who questioned the results because they did not match the clinical history and treatment for those patients. The patient samples were re-tested on the same system with a change to the dilution and e2 results were generated that did not match the initial result. The patient samples were re-tested a second time with a change to dilution once again and e2 results were generated that did not match the first repeat samples. There is no known report of adverse health consequences or patient intervention due to the discordant e2 results.